Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. The pump was left connected to the transmitter for 3 hours. No unexpected sensor errors or connection anomalies were noted. In particular, no change sensor alerts were noted. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 780=lost sensor 1 occurred on 12/22/23 @ 09:22:00 & 20:48:00; 781=lost sensor 2 occurred on 12/22/23 @ 09:46:00, 21:04:00, & 01:08:00. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 4 occurred on 01/09/24 @ 14:57:14; pump error 53 (filenumber 32122, linenumber 2690), (filenumber = 617, linenumber = 101) occurred on 01/09/24 @ 14:57:14. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of recurring change sensor alerts was not confirmed during testing. According to the adapt tool, pump error 4 is due to a problem with the twi interface which is a hardware error, and pump error 53 (filenumber 32122, linenumber 2690), (filenumber = 617, linenumber = 101) is due to a memory overrun which is a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that lost faith in both insulin pump and transmitter due to the sensor alerts. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed but the issue was not resolved and also reported change sensor alert and sensor updating alert. No harm requiring medical intervention was reported. The product mmt-1885 return was requested and the product was returned for analysis.